Manufacturer narrative:
According to the facility on (B)(6) 2024 "one piece of hair was noticed inside of the syringe". Per the facility the hair was noted to be inside the fluid pathway and was located inside the syringe barrel. Per the facility there was no patient involvement. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 "one piece of hair was noticed inside of the syringe".